Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Dealer states the chair displays a left motor fault on the joystick. Dealer also stated that the consumer saw a spark of the left side of the chair. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.